Event description:
This case was reported by a consumer and described the occurrence of swelling of the palate in a female pt who received corega (corega tablets) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included heart disease. Co-suspect medication included corega dentures adhesive cream. The pt was taking an unk medication for heart disease. In 2009, the pt started corega tablets and cream. The pt had a new upper prosthesis fitted which was reported to be a good fit. At an unk time after starting corega, the pt experienced swelling of the upper lip and palate, and numbness after using corega on a few occasions. This case was assessed as medically serious by gsk. The pt discontinued corega cream. The pt visited a (B)(6), and an allergy test was negative. At the time of reporting, the events were resolved.

Manufacturer narrative:
Corega denture adhesive cream is marketed under the brand name super poligrip in the united states and manufactured in (B)(4). Corega tablets are not marketed in the united states. Neither the lot numbers nor the products were available. (B)(4).